Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the rep that the surgeon noticed that he was leaking air from the outer gasket of both the 355ld's during the procedure. The surgeon completed the case with the subject 355ld trocars. There was no consequence to the pt.